Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient." No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. Although a lot number was not reported, two potential lot numbers were found through the sales history. DHR investigations did not show issues related to complaint. An investigation opened within teleflex identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient." No patient injury or consequence reported.